Manufacturer narrative:
Manufacturer's report date: 03/16/2011. (B)(4). This report was filed by the manufacturer. The cause of the customer's report of leak could not be determined because the sets were discarded.

Event description:
A pediatric ICU clinician called to report a leak at the connection of two sets; 30914 and 10014916 (lot numbers unknown). The sets were not saved. The medication being infused was dopamine. Clinicians stated they think the luers may not fit together well. No patient harm was reported and no other clinical information was available.